Event description:
Spontaneous call that patient broke their whisperject device. No missed dose or adverse event. Unknown if product is available for return. Replacement device already shipped to patient. Reported to (B)(6) by: patient/caregiver.